Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 107, which was observed during power up. System error 107 was confirmed through a review of the event history log and caused by a failed upper auxiliary flex. The upper auxiliary was replaced.

Event description:
It was reported that a spectrum pump displayed system error 107. Any patient involvement, injury or medical intervention is unknown.